Manufacturer narrative:
Investigation summary: one sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The batches involved in this complaint were manufactured and shipped by a bd supplier and met all acceptable quality levels (aql¿s) when shipped and were manufactured and released according to applicable procedures and specifications. Sample analysis confirms the affected component is bent. The source of the damage cannot be verified as it was possible for the complaint investigator to replicate the issue on an undamaged sample which confirms the damage could have occurred at any point from moulding to end user. The reported condition is confirmed but within specification.

Event description:
It was reported that prior to use it was discovered that the plunger was not placed correctly in syringe with a bd ultrasafe¿ x100l pr clear ssl nvs stein. The following information was provided by the initial reporter: after opening the user noticed that the plunger is skewed in the syringe.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the plunger was not placed correctly in syringe with a bd ultrasafe¿ x100l pr clear ssl nvs stein. The following information was provided by the initial reporter: after opening the user noticed that the plunger is skewed in the syringe.